Event description:
The customer observed falsely elevated alinity I prolactin results for 9-year-old female patient who is not pregnant. The sample was repeated using the siemens method with lower results. The following data was provided: sid: (B)(6) alinity result = 110 ng/ml. Sent to another lab alinity result for sid 10276218 = 110 ng/ml. Siemens result = 24 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Complete information from section a1 patient identifier sid: (B)(6). This report is being filed on an international product, list number: 07p66-20 that has a similar product distributed in the us, list number: 07p66, with 510k exempt. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available. Cross reference emdr for ticket (B)(4).

Event description:
The customer observed falsely elevated alinity I prolactin results for 9 year old female patient who is not pregnant. The sample was repeated using the siemens method with lower results. The following data was provided: sid (B)(6) alinity result = 110 ng/ml. Sent to another lab alinity result for sid (B)(6) = 110 ng/ml. Siemens result = 24 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data identified an increase in complaints for the alinity I prolactin assay as well as an increase in complaint activity for the complaint lot. However, testing was performed utilizing retained kits of the complaint lot and noted that all testing passed, indicating the reagent lots are performing as expected. Device history record review did not identify any non-conformances or deviations associated with lot 72165ud00 and the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I prolactin reagent lot 72165ud00 was identified.